Event description:
This case is cross referenced with case: (B)(6) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had swelling and pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for bilateral knee arthritis. On an unknown date in 2017, after unknown latency patient had swelling and pain. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient's wife followed-up on (B)(6) 2017. The wife said patient better and that his swelling, and pain decreased. Patient was told to continue to rest/elevate and take anti-inflammatory drugs. The patient has not called back since. Corrective treatment: rest, ice and elevate and take anti-inflammatory drugs for swelling and pain; not reported for device malfunction. Outcome: recovering for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 08-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced swelling and pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4)> this unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a 80 year old male patient who received treatment with synvisc one and on the same day, had significant swelling and significant pain. Also device malfunction was identified for the reported lot number. No past drug, or concurrent condition was provided. Concomitant medications included atorvastatin, diclofenac sodium and tamsulosin hydrochloride (tamsulosin). Patient had medical history of kidney stones and heart disease. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: unknown) for bilateral knee arthritis. On the same day, patient had had swelling and pain. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient's wife followed-up on (B)(6) 2017. The wife said patient better and that his swelling, and pain decreased. Patient was told to continue to rest/elevate and take anti-inflammatory drugs. The patient has not called back since on (B)(6) 2017, it was reported that the patient was doing okay and able to walk a lot without issues. Corrective treatment: rest, ice and elevate and take anti-inflammatory drugs for significant swelling and significant pain; not reported for device malfunction outcome: recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 09-apr-2018 from healthcare professional. Verbatim of event swelling was updated to significant swelling. Verbatim of event pain was updated to significant pain. Outcome of all events updated to recovering to recovered. Concomitant medications and medical history was added. Dose of the synvisc one was updated from 1 df to 6 ml. Start date of the all events updated from 2017 to 30-nov-2017. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 09-apr-2018. The follow up information does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced jswelling and pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] . Significant swelling [knee swelling] . Significant pain [knee pain]. Case narrative: this case is cross referenced with case: (B)(4).this unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a 80 year old male patient who received treatment with synvisc one and on the same day, had significant swelling and significant pain. Also device malfunction was identified for the reported lot number. No past drug, or concurrent condition was provided. Concomitant medications included atorvastatin, diclofenac sodium and tamsulosin hydrochloride (tamsulosin). Patient had medical history of kidney stones and heart disease. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: unknown) for bilateral knee arthritis. On the same day, patient had had swelling and pain. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient's wife followed-up on 04-dec-2017. The wife said patient better and that his swelling, and pain decreased. Patient was told to continue to rest/elevate and take anti-inflammatory drugs. The patient has not called back since on (B)(6) 2017, it was reported that the patient was doing okay and able to walk a lot without issues. Corrective treatment: rest, ice and elevate and take anti-inflammatory drugs for significant swelling and significant pain; not reported for device malfunction. Outcome: recovered for all events. A product technical complaint (ptc) was initiated with global pharmaceutical technical complaint (ptc) number is (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. A product technical complaint (ptc) was initiated with global pharmaceutical technical complaint (ptc) number is (B)(4). The production and quality control documentation for lot #7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot #batch record review & lot# frequency analysis for lot #7rsl019 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018, there were 24 complaints on file for lot #7rsl019: (24) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440. Product complaint handling to determine if a CAPA was required. Seriousness criteria: important medical event for device malfunction. Additional information was received on 09-apr-2018 from healthcare professional. Verbatim of event swelling was updated to significant swelling. Verbatim of event pain was updated to significant pain. Outcome of all events updated to recovering to recovered. Concomitant medications and medical history was added. Dose of the synvisc one was updated from 1 df to 6 ml. Start date of the all events updated from 2017 to 30-nov-2017. Clinical course was updated. Text was amended accordingly. Additional information received on 09-may-2018. Global ptc number was added and ptc results were added for batch/lot number: 7rsl019.